Event description:
It was reported that the implant at tooth location # 29 developed peri-implantitis and the area was debrided with bone graft in 2022. The patient was unhappy with the aesthetics of the visible implant and feeling of food impaction and opted to remove and replace the implant. Suppuration was present at the time of removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown/not provided. B3: date of event unknown/not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.)/patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.